Manufacturer narrative:
Additional information: b5, d10, g4, h3, h6 h3 evaluation summary: one photo was received for investigation. The photo showed the "review registration" screen of the application. The collected samples were scattered and were not matched with the 3d tree. The scattered pattern of the samples corresponds with a possible scenario of a malfunctioned catheter or catheter cables. The catheter or cable was not returned for evaluation therefore an actual root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure when reviewing the registration picture, the data points were scattered. The physician attempted 4 times and he could not properly complete registration. They were unsure if there was an issue with the locatable guide issue or something else. They rebooted the system however they did not try replacing any of the cables or the locatable guide. The physician cancelled the case and did not not completed it by other means. The patient was under general anesthesia.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure when reviewing the registration picture, the data points were scattered. The physician attempted 4 times and he could not properly complete registration. They were unsure if there was an issue with the locatable guide issue or something else. They did not try replacing any of the cables or the locatable guide. The physician cancelled the case and did not completed it by other means. The patient was under general anesthesia.